Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the ups battery. The system operates as intended.

Event description:
It was reported that the system shut down during a case. The customer rebooted the system and finished the case. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.